Manufacturer narrative:
Analysis of the software 9733467 fusion ent app (unknown serial/lot #) found insufficient information, as probable cause was unable to be determined without further information since the behavior could not be replicated. This case may be re-opened if additional information is received. Product event summary #fusion unable to pass tracer registration. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-05-11 (B)(4) (hcp) navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to pass tracer registration 4 times. The right side of the patient scan was not tracing, and the left side of the patient head was showing a tracer pattern. The ent head frame was not showing on the 3d model with trying to register. The tracer pointer was verified and tracking on the patient right side of the face. Three-point tracer registration was unable to proceed past point two. The probe was tracing and touching the patient forehead where the blue dot was on the model and held for longer than 2 seconds. The second point would not take. Re-positioning the emitter did not resolve either. There was no metal around the emitter either. Navigation was aborted due to these issues. There was a 20-minute delay to the procedure. There was no impact on the patient¿s outcome.